Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ph7861, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How was the suture initially tied? Please describe the medical or surgical intervention provided when the patient ¿came to the hospital for treatment¿? What medical or surgical intervention was provided for the ¿suture extrusion¿? Please clarify ¿no absorption of the perineal mucosa layer and subcutaneous sutures¿. Was there a reported issue with suture absorption? Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event patient current status?

Event description:
It was reported that the patient underwent birth procedure on (B)(6) 2020 and suture was used. 19 days following the procedure, the patient experienced painful perineal incision and went to the hospital for treatment. It was reported, looking at the wound, there was no redness or swelling, no exudation, no absorption of the perineal mucosa layer and subcutaneous sutures. Additional information was requested.